Event description:
Following a diagnostic catheterization procedure, vasoseal was deployed and hemostasis was achieved. The pt later presented to the emergency room with an unknown complaint. The emergency room phyhsician diagnosed embolization. No other details have been reported at this time and co has not been able to verify that vasoseal was actually used.